Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. Device not returned to the manufacturer.

Event description:
While covering a revision of the patient's right knee, rep was told the patient had a prior revision due to a ruptured tendon. Surgeon performed a tendon repair and exchanged the insert. This report is for ruptured tendon revision.